Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to pain. Additional information received from patient's legal counsel reports that the total hip arthroplasty was performed on (B)(6) 2008. Legal counsel further reports that the revision was performed due to patient allegations of pain, difficulty walking, elevated metal ion levels and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2014 right hip revision operative report noted the revision was due to pain and further noted the presence of a fluid collection, pseudobursa and torn abductors. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor's cup and biomet head and taper adapter.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-00411/-01849/-01851/-01852).

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2014 due to pain. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports that the total hip arthroplasty was performed on (B)(6), 2008. Legal counsel further reports that the revision was performed due to patient allegations of pain, difficulty walking, elevated metal ion levels and tissue and bone destruction.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.